Event description:
The customer reported that the device jaws would not reopen while on tissue. The surgeon had to resect the device from tissue to remove it from the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.